Manufacturer narrative:
Eight opened and used reservoirs were inspected and no anomalies were found. Occlusion test was performed and reservoirs were not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a no delivery alarm on four separate infusion sets and reservoirs. Customer reported that the no delivery alarms were resolved by set changes. Blood glucose level was 363 mg/dl at the time of the call. No further information was provided.